Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula did not deploy during the activation process indicating that the needle mechanism failure occurred. Details regarding treatment were not reported.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and a drive stall were observed in conjunction with an 0x5c alarm, indicating open count too low at the end of first prime. No mechanical damages or deficiencies were observed. The high pulse width w/ drive stall is confirmed as the root cause of the 0x5c alarm and reported needle mechanism failure. The exact cause of the high pulse width w/ drive stall could not be determined. Additionally, the shelf mode current of the pcb assembly was measured to be above specification. Inspection of the pcb assembly found no damages or defects that would contribute to high shelf mode current. It could not be conclusively determined if the high shelf mode current of the pcb contributed to the high pulse w/ drive stall.